Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise with oversensing, delivered inappropriate tachy therapy, and exhibited a high out-of-range pace impedance measurement of 1,539 ohms. It was suspected that the lead integrity was compromised. Therapy was exhausted; nine bursts of anti-tachycardia pacing (atp) and six shocks were delivered. As a result, the patient experienced pain and the delivered therapy disrupted the patient's sleep. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service at this time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).